Manufacturer narrative:
The event of deflation did not occur for this device and is no longer reportable. Photo analysis results: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "exchange due to r rupture." Capsular contracture baker grade IV was also marked. The event of deflation did not occur for this device and is no longer reportable. This is the left side. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and deflation. The device has been explanted.